Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time and date were incorrect, cause was due to malfunction alarm. During troubleshooting with tandem technical support, the customer corrected the time and date, malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 117-155 mg/dl.